Manufacturer narrative:
The unexposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. The fluid inside the device resulted in corrosion on the batteries. The formed needle, exposed soft cannula, and the adhesive pad were inspected for any damages or defects that could have caused the irritation, however no damages or defects were found. The exact cause of the irritation could not be conclusively determined. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient bg (blood glucose) reached 300 mg/dl while wearing the pod between 24 and 36 hours on the hip/buttocks. Patient reported having a blood blister upon removing the pod. Treatment included giving a couple boluses and when they removed the pod, they gave a manual injection of 3 units, and then activated a new pod.